Manufacturer narrative:
Date sent: 02/28/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that following a lap gastric band procedure, an esophagogastroduodenoscopy was performed, which revealed complete intragastric erosion of the device. The device was explanted.